Event description:
It was reported that the battery drawer of the external pulse generator (epg) needed to be replaced due to the front face of the drawer being detached. The caller requested the part number and will replace the drawer. The epg will be placed back in service once repaired. There was no patient involvement.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.